Event description:
During a cardiac code IV dopamine was noted to be dripping out of ivac tubing - from where silicone rubber section connects to regular clear IV tubing section at bottom of pump. Bp 58/38 unclear as to how much leaked. Bp remained low even after tubing immediately was changed. Pt died about 3 degrees after the event. It was the opinion of 2 physicians that this event did not cause or contribute to final outcome.